Manufacturer narrative:
H3. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a pump that was never implanted. The patient was to receive morphine 1.5 mg/ml at 0.3599 mg/day via an implanted pump. The event/difficulty occurred on 2024-06-13 during a procedure. It was noted regarding an 8637-40 pump, all the sterile water could not be extracted from the pump. Pressurization was lost. Regarding environmental, external, patient factors that may have led or contributed to the issue it was reported as ¿not applicable.¿ it was noted they could manipulate the pump in a certain position to extract more water but could not extract it all. They called tech services and was advised to put the pump in a warm saline bath and to retry extraction. They tried to extract more water out of the pump; however, was unsuccessful. The pump was never implanted. The issue was not resolved at the time of this report. The patient¿s status was ¿alive- no injury.¿ the patient¿s weight and medical history were asked but unknown.